Event description:
It was reported the needle of the abbott diabetes care (adc) device remained in the customer's skin. No symptoms were reported. The customer indicated unspecified self-treatment for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on applicator and cap and no issue was observed. Applicator was fired correctly. Sensor cap was retained within the applicator cap. No damage was observed to the sensor cap seal. Puck carrier was locked in place. Puck carrier was removed and visual inspection was performed on the sharp and sharp carrier; bent sharp was observed [tip and body]. Visual inspection was performed on the returned sensor and no issues were observed. Data extraction was successful. Therefore, issue is not confirmed to use due to incorrect assembly. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the needle of the abbott diabetes care (adc) device remained in the customer's skin. No symptoms were reported. The customer indicated unspecified self-treatment for the issue. There was no report of death or permanent impairment associated with this event.